Event description:
The customer reported that during use in a surgical procedure, this bur guard got hot. There was no report of injury with this event.

Manufacturer narrative:
Investigation findings: the bur guard was received for evaluation. The reported problem was unable to be confirmed as the bur guard would not accept a bur. Further investigation found the bur guard bearing worn due to extended use, which can contribute to overheating of this device. The info for use (IFU) provides warnings for the user: prior to each use, all equipment must be inspected for proper operation. Before each use, be sure that burs are completely seated and locked in the instrument. If the instrument is activated without the bur completely seated and locked, the bur may be thrown from the instrument with great force. Also, unless the bur is completely locked into place, severe overheating may occur. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. Guards are to be returned to linvatec/hall surgical every six months for routine maintenance. Bur guard test procedure: prior to attaching the bur guard; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec/hall surgical for service.